Event description:
A discordant, falsely high potassium (k) result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same dimension rxl max with hm instrument, resulting lower. The repeat result was reported to the physician(s). After the initial potassium result, the patient was a kidney transplant patient and was transferred to a different hospital. There are no known reports adverse health consequences due to the discordant potassium result.

Manufacturer narrative:
The customer did not request to have a siemens customer service engineer look at the instrument. Troubleshooting data was not available. The issue was resolved by running a new sample. The cause of the discordant potassium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.